Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) the plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient reported she was hospitalized due to fluid overload. She stated the fluid overload was due to eating too much protein based food that contained too much salt and caused her to gain 14lbs. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2016 for fluid overload. The pdrn stated the cause of the fluid overload was due to a change in the patient's blood pressure medication. The patient is currently performing peritoneal dialysis treatments. The patient was discharged on (B)(6) 2016.